Event description:
Reference number# (B)(4).

Manufacturer narrative:
The reported failure was "head error". According to the service order#43426999 dated on 2020-08-18 the field service technician (fst) performed as follows: replaced motor, missing cover, control pcba and motor pulley. Preventive maintenance, calibration check, full functional test and safety check as per the service manual. All tests passed. The most probable root cause could be determined to a defective pump motor. The reported failure "head error" could be confirmed. The reported failure "head error" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Pump head error message displayed on hl 20 roller pump module occurred. Customer swapped out pump with a backup pump. No patient involved. Reference number# (B)(4).